Event description:
It was reported that the handpiece heated up during a routine equipment evaluation at the user facility. There was no pt involvement, and no user injuries or adverse consequences were reported.